Event description:
It was reported that a doctor was in the process of tunneling when the distal end of the tunneling tool snapped off. It was noted that the snapped off portion was retrieved from the patient. A new tunneling tool was opened for use and tunneling and extension implantation proceeded problem-free. It was noted that no harm or injury was caused to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): final analysis of the tunneling tool carrier revealed that the carrier was stretched and broken at the distal end of the inner carrier.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.